Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit is leaking helium.

Manufacturer narrative:
Updated fields: b4, d9, e1 (site country), g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h10 additional contact information: (B)(6) a getinge field service engineer evaluated the unit and found helium leak. The helium leak was repaired by installing a new helium reservoir assembly. Completed full calibration, functional testing and safety check to factory specifications. Returned to the customer and cleared for clinical use.

Event description:
N/a